Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screws possibly loose/misaligned in hand piece nozzle. Case type: tka.

Manufacturer narrative:
Reported event: screws possibly loose/misaligned in hand piece nozzle. Product evaluation and results: original description confirmed. Mics-209063, sn#: (B)(6), RMA#287227. Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual loose screws. Disposition: rtv. Inspected by: (B)(4). Product history review: device history records indicate (B)(4) devices were manufactured under lot k09gs and 24 devices were accepted into final stock on 05/04/17. A review of qt17-05-0020 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09gs shows 01 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no nc/CAPA are associated with the failure mode reported in this event.

Event description:
Screws possibly loose/misaligned in hand piece nozzle. Case type: tka.